Event description:
Boston scientific received information that this pacemaker had declared end of life. It was reported that about three months prior the pacemaker was normal. However, at that time the atrial and right ventricular outputs were programmed from 2.6 v to 4 v. There was inquiry as to why this device reached eol so quickly. Technical services discussed how the programmed outputs can affect the battery voltage. No adverse patient effects were reported.

Manufacturer narrative:
The patient was scheduled for a device replacement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was explanted, reason not disclosed, and returned for analysis and underwent detailed analysis. The device passed longevity per labeling. The device declared elective replacement indicator (eri) due to the shift from the 1st current bin to the 2nd current bin which occurred as the result of the device reprogramming two days earlier. All therapy availability tests passed. In conclusion, this device declared eri appropriately based on the programmed settings. The unexpected transition from middle of life 2 to eri and subsequently eol (after explant) occurred as the result of a current bin shift caused by device reprogramming.